Event description:
Worse right knee pain/ radiated down entire right leg [arthralgia]. Right knee swelling/ radiated down entire right leg [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female patient, initials (B)(6), with a relevant medical history of osteoarthritis of both knees, right knee pain, and previous synvisc-one treatment in (B)(6) 2009. The patient received a synvisc-one injection into both knees on (B)(6) 2010. Starting a few hours after receiving the synvisc-one injections, the patient experienced worse right knee pain and right knee swelling, which radiated down her entire right leg. The patient treated the right knee pain with tylenol and planned to see her physician soon for a possible cortisone injection into the right knee. The patient did not have any pain in the left knee. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. Additional information was received from the treating physician / rheumatologist on 31-aug-2010. The patient's relevant medical history included: mild grade osteoarthritis (x-ray grade ii) for a duration of 19 years, joint narrowing, osteophytes, previous treatment with nsaids (nonsteroidal anti-inflammatory drugs), previous treatment with steroids, and confirmed previous treatment with synvisc. The patient did not have a history of effusion. The physician confirmed that the patient received synvisc-one injections into both knees on (B)(6) 2010. No effusion was collected prior to the injections and no exudate was collected following the injections. The synvisc-one lot number was unknown. The physician confirmed the events of right knee swelling that radiated down the entire right leg as well as right knee pain that radiated down the entire right leg. The event onset dates were unknown, the intensity of both events was moderate, and the outcome of both events was recovered with an unknown offset date. The event of right knee pain required treatment with a cortisone injection into the right knee on an unk date. The event of right knee swelling did not require treatment. The physician assessed the relation of both events as possibly related to synvisc-one. Concomitant medications reported included: ibuprofen. No further information was provided. As of the date of receipt of this report, the patient outcome was fully recovered on an unknown date. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.